Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the report symptom of sys error 105 through observation of the alarm at device power-up, but could not reproduce it during eval. Eval determined the cause to be failed motor flex. Eval also found severed motor mount screws which may have contributed to the reported symptom. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed sys error 105. It was also reported that there was no pt involvement.